Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measured within specifications. A power loss was not duplicated. Pump reboot events were observed in the black box on (B)(4) 2015. Additional pump reboot events associated with the clearing of call service 054 errors were also observed in black box (B)(4) 2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.